Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that both the ventricular and atrial setscrews were missing.

Event description:
It was reported that the pulse generator setscrew was missing. The device was not used and a new device was implanted.